Manufacturer narrative:
(B)(4). The events of "capsular contracture," baker grade IV, "prominent axillary lymph nodes" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture," baker grade IV, "prominent axillary lymph nodes"

Event description:
Patient reported "capsular contracture, pain" against left side device. Also reported "'cobbled', headache, back pain, fatigue, can't take weight" which were determined to be not device-related. Patient additionally reported MRI findings of "clinical hypothesis of encapsulation. Prominent axillary lymph nodes." Additionally reported "baker grade IV." Device was explanted.

Event description:
Patient representative additionally reported left "intracapsular fluid (seroma)", "areas of intracapsular calcification", and "recall."

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture and lymphadenopathy was reviewed on august 23, 2022. Visual analysis of the photographs identified white/red encapsulation and red particles material was found on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported "capsular contracture, pain" against left side device. Also reported "'cobbled', headache, back pain, fatigue, can't take weight" which were determined to be not device-related. Patient additionally reported MRI findings of "clinical hypothesis of encapsulation [¿] prominent axillary lymph nodes." Additionally reported "baker grade IV." Device was explanted.